Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150-180 units of insulin during the load sequence. Customer¿s blood glucose level was approximately 120 mg/dl tandem technical support requested additional information regarding the issue, but the customer was unable to recall no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.